Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had motor error during rewind. The customer¿s blood glucose was unknown at the time of incident. The customer stated that insulin pump had motor error in the history. The insulin pump will be returned for analysis.